Event description:
I am a neurologist with a subspeciality practice in movement disorders. Most of my patients have parkinson's disease and we have treated patients with this condition with deep brain stimulation surgery since 2000. For the last several years, we have used the boston scientific platform exclusively. Approximately one month ago, our patient programmer crashed. Unfortunately, boston scientific has been unable to replace it. Without a programmer, we are unable to manage patients implanted with a bsc ipg device. Several emergencies have come up and we have had to tell patients that they will need to wait until a new programmer can be delivered to us. I believe that this interruption of care has significantly impacted my patients functional status and that this delay is unreasonable and unsafe. It is my belief that the FDA should be aware of this problem.